Event description:
Healthcare professional reports inconsistent results with the protime microcoagulation system. Pt tested 3 times on the same day and generated inr 1.2, 2.1 and 1.7. Expected inr range 2.0-3.0. No adverse event (s) reported. This event occurred outside of the united states during the course of a (B)(6) clinical study. Unable to confirm if pt was on warfarin or taking the study drug.

Manufacturer narrative:
(B)(4). Customer provided cuvette lot # j1pwc057. Method: actual device not evaluated. Process evaluation performed. Cuvette device history records reviewed and found to meet specifications. No related ncmrs, complaint trends, or CAPA identified. Result: no results available since no evaluation performed. Conclusion: unable to confirmed complaint. Device not returned. Itc has requested all data required for form 3500a.